Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized. The patient was treated with vancomycin (dose, route, and frequency not reported) and amikacin(dose, route, and frequency not reported) for two weeks for peritonitis. Extraneal and reguneal therapies remained ongoing. The patient's recovery status and outcome of the event were unknown. No additional information is available.